Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a nanocross balloon during treatment of a plaque lesion in the patients mid anterior tibial artery. Slight calcification reported. IFU was followed and the device was prepped without issue. It is reported that during first balloon inflation the balloon burst (longitudinally) at an unknown pressure which was below rbp. No balloon fragments remained in the patient and the procedure was completed using a new nanocross balloon. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the nanocross elite 0.014in over-the-wire pta balloon dilatation catheter was received for evaluation loaded within its protective transportation hoop. No ancillary devices or cine images from the procedure were received for evaluation. The nanocross elite was received with the balloon chamber in a post-inflated state. A 0.014¿ guidewire was loaded with ease through the distal tip and navigated out the proximal luer lock with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold, a vacuum was able to be pulled and held. A 20cc water filled syringe with manometer was attached to the y-manifold inflation lumen luer lock and the balloon chamber was able to be inflated to nominal pressure of 8 atm; no leaks were detected. The pressure within the dilatation catheter was increased to its rated burst pressure of 14 atm; no leaks were detected. The returned nanocross dilatation catheter exhibited no leaks or ruptures and could hold rated burst pressure. If information is provided in the future, a supplemental report will be issued.